Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced hyperglycemia after changing insulin and contact detach infusion set and tubing, with blood glucose levels over 400 mg/dl for a couple of hours, and no alerts or alarms were reported. Symptoms included thirst. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and education, including removal of the existing set, new contact detach setup, and completion of fill tubing and fill cannula with observed drops at the cannula tip, with no visible site issues reported. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.